Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to process residue on/around capacitor, designator c157, on the analog pcb assembly. This caused the device too act as though a patient was attached and gave a no shock advised and prevented the device from being able to charge and shock. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench and battery icon present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it indicated a patient was connected with a flat line trace and gave no shock advised. In addition, it was observed the device would not charge and shock. As a result, defibrillation would not be possible if it were necessary.